Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 67 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 22 mm along a 28 mm length. There was suprarenal calcification and calcification along the aortic neck. It was reported that the final angio after the index procedure showed there was a type iii fabric endoleak around the body of the stent graft. The physician elected not to perform an intervention and elected to follow up with the patient under normal protocol. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Films review summary: the exact source and type of endoleak could not be determined from the limited films provided. A pre-implant film report revealed that the patient¿s proximal neck ranged from 18 ¿ 23mm along the 28mm length, contained calcification, and was moderately angulated. Review of several short (2 ¿ 4 second) videos during angiograms at implant revealed that the bifurcate had been implanted just below the renal arteries. During injection from above the level of the suprarenal stents, contrast blush was seen at the proximal sac along the right side (outer curvature) of the bifurcate aortic body. The source of the contrast appeared be coming from just above the level of the flow divider near the bifurcate 4th and 5th covered stent. The injector was then seen pulled down into the aortic body, and the similar contrast blush along the right side of the aortic body was again observed, likely ruling out a proximal type I endoleak. In addition, contrast was seen along the left/contra limb from the level of the flow divider to below the gate ring. The exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Lack of pre <(><<)>(><(>&<)><(><<)>)> post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy or possible type ii endoleak, and there appeared to be adequate contra limb overlap into the gate. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.